Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: the surgeon grasped tissue and pressed the green button to fire prior to the second fire. However, firing stopped when the handle was advanced about 1cm. The surgeon pressed a blue button again, but it did not advance. He/she pressed a silver button to return it. A new reload was used, but this also did not advance. 1cm of tissue was resected. A new device was used to complete the procedure. There was no bleeding over 500cc. The patient is currently in good status.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia adapter standard and two endo gia* 60mm articulating medium/thick reloads all opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported conditions for this incident were that during a lap assisted distal gastrectomy procedure the instrument partially fired and the instrument fired slowly. There was damage noted to the distal end of the firing rod. No additional visual abnormalities were noted. The eeprom was uploaded and indicated 49 autoclave cycles for the adapter. Visual inspection of the first cartridge revealed that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The anvil clamping mechanism was deformed. Visual examination of the second staple cartridge noted that the reload was partially fired to the five cm cut line. The anvil clamping mechanism was deformed. All staples in the test media appeared fully formed and the media was cleanly transected as expected. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and handle were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The adapter was inserted onto the handle and calibrated without issue. Two white status lights illuminated indicating fewer than 5 surgeries remaining on the adapter. The first returned reload was loaded into the clinical adapter. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the first reload was cycled without hesitation or binding with no articulation. The second returned reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was fired fully articulated left, and the device entered slow mode and stalled multiple times. The reload was fired on indicated foam test media. The reload cut cleanly on the appropriate test media. Since the device stalled repeatedly, the staples were not completely formed as expected. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. A pmv endo gia* 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was fired fully articulated right, and was able to successfully complete the firing without difficulty. The reload was fired on indicated foam test media. The reload cut cleanly on the appropriate test media and the staples deployed and were placed properly. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. Engineering updated the software and increased the number of autoclave cycles remaining on the adapter so that the adapter could be fired on the engineering a1 fixture. The returned adapter, (B)(4), was paired up with an idrive ultra handle that was loaded with marketing demo software, and fired on the engineering a1 fixture and the output force was measured to be 72.25 lbf. The above mentioned output force was determined to be below the expected firing force. Improvements were implemented on the egia adapter production line to improve the accuracy of the programmed torque limit and increase the firing force. This adapter was manufactured prior to this change being implemented. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the partial fire condition and the device stalling and the reported conditions were confirmed. A review of the device history record indicates the endo gia adapter lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Replication of the observed damage may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. (B)(4).

Manufacturer narrative:
(B)(4).